Event description:
The reporter stated that the surgeon was attempting to insert a aa4203tl single piece silicone toric lens into pt's eye and noticed the lens haptic was torn, so he discontinued using the lens. There was pt contact with the injector, but not the lens, no pt injury. The reporter stated that the tear to the lens was due to being loaded improperly by the technician.